Event description:
It was reported to aesculap ag that a tunneling instrument 300mm (part # fv002r) was used during a procedure performed on (B)(6) 2022. According to the complainant, the tip did not penetrate during surgery. During the vp shunt operation, the physician tried to insert a tunneler from the back of the pinna to the clavicle, but it did not penetrate. The device tip remained in-situ. The surgeon attempted to remove the tip, but was not able to remove it and decided to remove it. The complaint device was returned to the manufacturer for evaluation. An additional medical intervention was necessary. Additional information was not provided. Additional patient information is not available. The adverse event is filed under aag reference (B)(4).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Manufacturer narrative:
Investigation: visual investigation: the analysis of the damage pattern showed a shear fracture due to overload. No pores, inclusions or foreign bodies could be found at the damage site. In addition, the damaged distal end of the fiber and of the tip are an indicator of improper use during application, most likely caused by movement during positioning. Batch history review: the device quality and manufacturing history records (DHR) have been checked for the leading device(s) lot number(s) and the products found to be according to our specification valid at the time of production. There are no similar complaints against the same lot number(s) with this error pattern. The review of risk assessment revealed that the overall risk level (severity 3(5) x probability of occurrence 2(5)) according to din en iso 14971 is still acceptable. Explanation and rationale: due to the damage pattern the shearing of the fibre was most likely caused by a tilt of the fibre during the positioning of the instrument. By pulling the whole instrument back during positoning, the tip of the fiber can lift out of the tube. During the following forward movement the tip can be sheared off by force on the tube. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. Based on the investigation results, a CAPA is not necessary.